Event description:
A report was received that a patient's precision system was explanted, due to infection at the pocket site. The patient was treated with keflex antibiotics and is reportedly doing well after the explant procedure.

Manufacturer narrative:
The explanted devices will not be returned to bsn because they were kept by the medical facility.